Event description:
Reportable based on device analysis completed on 17feb2022. It was reported that crossing difficulties were encountered. The 24mmx2.75mm, 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 24 x 2.75 promus premier drug-eluting was advanced but was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed a stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.